Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash underneath the device. Patient mentioned having had previous allergic reactions to metals. The patient's doctor recommended ending use due to her allergic reaction. During a follow-up, it was reported that the patient's irritation improved after removing the device.